Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the reported issue was confirmed as evaluation found that the keypad top blue keys including the exit and upper keys did not function. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing keypad. The keypad was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a unresponsive button (top left). This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.